Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultrasmart meter was in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first started on (B)(6) 2012 at 11pm. The patient reported using self adjusting insulin (unknown type) to manage her diabetes. Per the patient's file, the patient reported testing her blood glucose twice a day. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However, on (B)(6) 2012, the patient reported she was treated in the emergency room (ER) at an unknown time. It is unclear why the patient went to the ER. The patient reported a reading of "300+mg/dl" was obtained. The patient reported a healthcare professional (hcp) administered an increased dose of insulin (unknown type and dose) and saline solution in response to the reading. At the time of troubleshooting, the cca was able to assist the patient with a walk through retest. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated by lfs product analysis on 09/13/2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because, the patient claims she was unable to test due to the alleged issue, therefore delaying treatment, and had to be treated by an hcp in the ER.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.